Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer called reporting she has rec'd a reading on her adc meter of 127mg/dl while at her dr's office. The customer then, while driving away from the md's office, lost consciousness and was involved in a motor vehicle accident. Paramedics reported a reading of 20mg/dl and the customer was transported to the hosp and treated in the emergency room. The course of treatment in the hosp is unknown.